Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the experienced pain in the groin area following an implant procedure on (B)(6) 2019. Reportedly, the patient underwent surgical intervention wherein the leads were explanted and replaced with 2 new leads. The patient has effective therapy. The issue is resolved.